Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. Their visual inspection observed an external fluid leak from the effluent port during priming. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100, a leak was observed from the upper header of the filter. There was no patient involvement. No additional information is available.